Manufacturer narrative:
The manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1: initial reporter address line 1 (cont.): (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the pebax was broken. A temperature and impedance test were performed, and no temperature was displayed due to an open circuit in the tip area. The broken condition could be related to the manipulation of the device. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31084129l number, and no internal action was found during the review. The reported issue by the customer was confirmed since no temperature was observed. The open circuit could be related to the broken pebax found during the product investigation. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) investigation conclusions: cause not established (d15) component code: sleeve (g04115) were selected as related to the broken pebax . Investigation findings: open circuit (c0205) investigation conclusions: cause not established (d15) component code: electrical lead/wire (g02015) were selected as related to the open circuit in the tip area. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a broken pebax.. Initially, it was reported that no temperature was displayed at all. To complete the procedure, the physician used another product of the same type. No adverse patient consequence was reported. The temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-jan-2024, the pebax was found broken. This was assessed as MDR reportable with an awareness date of 11-jan-2024.